Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the digital light source cable connecting cv-190,clv-190 was not completely connected. Therefore, the communication from the light source device to the video controller became unstable creating a communication error. This issue is addressed in the instructions for use (IFU): "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The user facility reported that the problem was resolved after identifying and securing a loose cable between the olympus, model cv-190 and olympus, model clv-190, used in combination. The investigation is ongoing and the root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device was generating "b30" scope communication errors when using olympus model series 190 scopes in combination with the device. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed without delay. There was no patient injury, associated with the problem, reported to olympus.